Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted with updating the software and provided information to reset the pump, resolving the issue without recurrence. The customer was advised to continue using the pump and contact support if the problem reappeared, which the customer acknowledged and understood.